Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following delivery of appropriate anti-tachycardia pacing (atp) and shock therapy, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise. The noise was oversensed resulting in inappropriate atp and several shocks. It was reported that the patient has a surgically abandoned lead from another manufacturer. Boston scientific technical services (ts) discussed the possibility of lead on lead contact and discussed troubleshooting options. Additionally, the ICD and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The device was reprogrammed to vvi mode and programming changes were made to detection. This product remains implanted and in service. No adverse patient effects were reported.